Manufacturer narrative:
Investigation included collection of user report and processing of a device replacement. Investigation of this case revealed a damaged display affecting usability. It was concluded that the device experienced a screen failure and a replacement device was provided.

Event description:
It was reported that the ilet device¿s screen was cracked, rendering the top half of the display unusable, and the user removed the pump and transitioned to backup therapy while a replacement was processed. Symptoms included no injury and no medical symptoms reported. Outcomes included no medical intervention and no hospitalization.